Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 20-aug-2024 that the patient observed occlusion at the site which results into alarm. Duration of infusion set used was not more than 48 hours.the issue got resolved by replacing the infusion set and resumed insulin therapy. No further information available.